Event description:
The customer called to report multiple failed battery test alarms, as well as the battery getting hot. Troubleshooting was performed, and the insulin pump continued to have a hot battery compartment. The customer's husband actually noticed smoke coming out of the battery compartment. Advised that the insulin pump would be replaced.

Manufacturer narrative:
No unexpected failed battery test alarm was noted. However, the blank display and battery warming up was due to a component puncturing through the isolating tape and making contact to the positive side of the battery tube.